Manufacturer narrative:
Na.

Event description:
A device registration form was received stating that this lead was implanted (B)(6) 2013. Further info was provided that this patient died (B)(6) 2013. Cause of death was listed as "the patient had a stroke, got a breathing tube, got an infection because she could not eat, and the infection went to her heart." No allegation against any implanted product was provided. This is the same event as MDR 2183787-2014-00048.